Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The qc was in range prior to the event. Seventeen sample quality-related alarms occurred on the date of the event: sample short, sample clot, and sample foam. These alarms suggest preanalytical handling issues. The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys hcg+ beta result from the cobas e 801 analytical unit for one patient. The initial result was 238 miu/ml. On (B)(6) 2025, a new sample was collected with the result of < 1 miu/ml. The initial sample was repeated, and the result was < 1 miu/ml.

Manufacturer narrative:
In the investigation, pictures provided from the customer's sample camera showed dust and dirt on the active gripper wheels, which is consistent with insufficient analyzer cleanliness. The investigation was unable to determine a direct root cause. A general reagent or analyzer problem was not present because the qc prior to the event was within ranges.